Event description:
During device evaluation and performance testing of a rd900agu neopuff infant resuscitator at our fisher & paykel healthcare (f&p) service centre in germany, it was found that the pressure fluctuates. There was no reported patient involvement.

Manufacturer narrative:
(B)(6). Section d4: UDI details are not available based on the time of manufacturing. Section g4: the rd900agu neopuff infant resuscitator is not sold in the united states of america (USA) but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k971695. Method: the subject device, rd900agu neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) service center in germany for evaluation where it was inspected by a trained f&p service technician. Our investigation is based on the information provided by the f&p service technician, previous investigations of similar complaints, and our knowledge of the product. The service centre also reported that the device was repaired and returned to the customer. Results: the subject device has failed the performance testing during service inspection, maximum pressure could not be achieved, and the identified failure was resolved by replacing the valve set. Conclusion: we are unable to determine the exact cause of the reported fault. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.